Manufacturer narrative:
Occupation: health professional (hpro). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the device's cuff broke in the middle of the surgery. It was stated that the patient was extubated and re-intubated.

Manufacturer narrative:
Street1, MFR city, region, postal code. Evaluation summary: one sample was received for evaluation. The device history record was not reviewed since the lot number was not provided. The failure mode tear in cuff was confirmed in the received sample. Manufacturing process was reviewed and currently, there is no potential risk and the below condition was found: an inflation/deflation test was performed for all products. The operator inspects all products for no leaks and segregates the defective parts. All products have a resting time of 2 hours. Once the part is inspected visually , then the instruction provides the guidelines to deflate the cuff. All manufacturing controls were found acceptable and effective to detect the reported failure mode. Information has been added to the database and trends will continue to be monitored. If information is provided in the future, a supplemental report will be issued.